Event description:
Customer stated that the insulin pump is stuck in the prime loop and insulin is squirting out. Customer's blood glucose reading is 123 mg/dl. Customer stated that the drive support disk is protruding. Advised customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk.